Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinician hung a secondary medication, vancomycin (5mg/ml) at approximately 1100 with an intended rate of 45.5ml/hour and volume to be infused of 182ml. The primary infusion was d5ns + kcl 20 meq per liter intended rate of 10ml/hour. After approximately three (3) hours, it has been noted that the secondary vancomycin still contained 120-130 ml and the primary medication was "about half full". There was patient involvement but no harm.